Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after a bolus. The customer indicated that the alarm was cleared by making a complete set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident. Customer indicated that they are unable to troubleshoot but that they would return the set and reservoir for analysis. No further information was provided.